Event description:
It was reported that the doctor informed that he was unable to clip. Clinical consequences: a new device was used. The sales representative confirmed after speaking with the surgeon that the first clip did not clip when loaded. The other clips were already closed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample is for tcs 1900073058 & 1900073161. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The rotation tab was bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. The next two clips were out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip fell out of the device due to being out of position. Another attempt was made and the following clip was unable to properly load since the feeder was to the side of the clip. The next clip was out of position and protruding from the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips r emaining, including the partially loaded clip, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file anp1900073161 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips already closed" was confirmed based upon the sample received. The sample is for tcs 1900073058 & 1900073161. The device was returned with its rotation tab bent. The sample was returned with 11 clips remaining, including the partially loaded clip, indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A cap has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900086 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor informed that he was unable to clip. Clinical consequences: a new device was used. The sales representative confirmed after speaking with the surgeon that the first clip did not clip when loaded. The other clips were already closed.